Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number is unknown therefore a batch review was not performed. Labeling review finds the labeling adequate for the potential use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter and reported a system error 2240 alarm on the homechoice (hc) cycler. The technical service representative (tsr) advised the home patient (hp) to start over using new supplies. Product surveillance contacted the hp on (B)(6) 2010 regarding the alarm. The hp did not realize that the hc was in drain and had disconnected to use the restroom. The hp stated that he was not connected at the time of the alarm and did not reconnect. There were no issues with the disposables or the hc; the hp stated that the cause was use error. There was no patient injury or medical intervention as a result of this event.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer, therefore, the device was not requested for evaluation and a batch review will not be conducted. Should any additional information become available, a follow-up report will be submitted.